Event description:
It was reported to philips that the therapy cable would fail intermittently and the customer would have to wiggle the cable to get it to work again. The customer has tried replacing the cable but the problem persists. There was no reported patient or user involvement and no adverse patient/user impact.